Event description:
It was reported that the user experienced low blood glucose while using the ilet system, began a meal without announcing it, and then began to over-treat the hypoglycemia with 6-7 servings of candy before being advised to follow the 10 g fast-acting carbohydrate protocol and recheck with a fingerstick after 15 minutes to avoid rollercoaster glycemic effects. Symptoms included hypoglycemia with measured glucose of 64 mg/dl. Outcomes included successful troubleshooting and education regarding appropriate hypoglycemia treatment and avoidance of excess carbohydrate intake that could prompt additional insulin delivery. Investigation included case review and real-time coaching on meal announcement timing and correction algorithm use. Investigation of this case revealed user-related overtreatment of hypoglycemia and delayed meal announcement, with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia management and meal handling.